Event description:
Philips received a complaint by the customer on the v60 indicating that a pressure sensor autozero failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a pressure sensor autozero failure occurred. The remote service engineer (rse) advised the customer to verify pin alignment from the autozero solenoids into the data acquisition (da) printed circuit board assembly (pcba) and not to run the unit until that is corrected. The investigation is ongoing.

Manufacturer narrative:
It was reported that a pressure sensor autozero failure occurred. The remote service engineer (rse) advised the customer to verify pin alignment from the autozero solenoids into the data acquisition (da) printed circuit board assembly (pcba) and not to run the unit until that is corrected. At a later time, a biomed called into philips and requested a part number of the solenoid valves to order and replace. The rse provided the biomed with the part number of the solenoid valves. The investigation is ongoing.

Manufacturer narrative:
It was reported that a pressure sensor autozero failure occurred. The remote service engineer (rse) advised the customer to verify pin alignment from the autozero solenoids into the data acquisition (da) printed circuit board assembly (pcba) and not to run the unit until that is corrected. Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. This file is closed and can be reopened if new information becomes available.